Event description:
During sps recon plate surgery, the surgeon used the bending template that was non-sterile, w/o being sterilized. The surgeon had noticed that it is non-sterile while using the bending template, he washed the wound of pt and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.